Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the problem was caused by the faulty printed circuit boards (dp and dx boards). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the image with the olympus asset evis exera iii video system center was stuck. There was no delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of stuck image was confirmed. Device evaluation found that the image was frozen which was due to a faulty printed circuit board. The additional evaluation findings are as follows: the image was red due to a faulty printed circuit board, and the image became noisy when shaking the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.